Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No partial fire was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: just for clarification, ¿stapler did not fully engage.¿ does this mean the device partially fired (staple line and cut line started but not completed and equal in length? If no, please explain. Just for clarification, ¿unable to unlock.¿ does this mean the device would not open? If the device would not open, was it locked on a vessel or artery? How was the device removed from the tissue (was it forced open or cut off the tissue)? What type of surgery was being done? On which firing did the event occur? What color reload was being used?

Event description:
It was reported that a note was left with the following information, stapler did not fully engage. Members at the field were unable to unlock. A second device was opened and the case was completed with no patient consequences.